Event description:
Patient contacted depuy legal department regarding her "failed" depuy ankle replacement, wanting to file a claim. She claims that she is facing revision, which has not yet been scheduled. Update rec'd 6/27/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. This is now being made legal. Update rec'd 8/27/2014 - sticker received. Part/lot has been updated. There is no new additional information that would affect the MDR decision. Update 2/17/2015- medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated all implants were removed for pain. The talar component had some subsidence. An unknown tibial and talar component are being reported. The complaint was updated on:3/9/2015

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The returned device was intact for review. At the time of the review of the explants there was no other information that was sufficient evidence to determine another reason for revision or review any other records to confirm the diagnosis.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 2/16/16, 2/24/16 medical records received. Medical records reviewed for MDR reportability. Updated comorbidities. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 1, 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: update 3/23/2016 medical records received. Update 14apr2016 : patient x-rays and additional medical records received. All applicable x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. There was no new medical record information provided that would change the previous medical review findings. From a medical perspective, based on the information available for review, it is not possible to determine if the complaint is product related. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: update december 9, 2015: patient x-rays and additional medical records received. The newly provided medial records were reviewed and from a medial perspective, based on the information available for review, it was not possible to determine if the complaint was product related. The newly provided x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.